Manufacturer narrative:
G4: 13aug2020; b4: 18aug2020. Multiple attempts were made to obtain information on the repair/service of the device but have been unsuccessful. A supplemental report will be submitted if new data is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09 jun 2020.

Event description:
It was reported that the ventilator had a low leak c02 rebreathing alarm when the unit was powered on. There was no patient involvement. The customer troubleshot with technical support and found the ventilator had an error code in the ventilator diagnostic logs indicating a ventilator restarted due to anomalies detected during operation and the clamps broken. The customer was advised to replace the central processing unit (cpu), clamp kit and perform a full performance verification test (pvt)